Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
Device 1 of 2: reference MFR report: 3006705815-2017-00199. It was reported the patient was not receiving pain relief from his scs system's stimulation therapy. The patient complained the stimulation was "everywhere" and too strong. Follow up identified the patient's physician removed the patient's scs system. The date of the explant is undetermined at this time.